Event description:
--

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this patient implanted with this implantable cardioverter defibrillator (ICD) came in for a routine office appointment and a fault code was observed indicating the battery voltage was too low for the projected remaining capacity. Device data was reviewed by a boston scientific engineer. The low voltage fault was confirmed and declared on (B)(6) 2013, due to three daily voltages below the threshold of 3.025 volts. No other faults or resets were stored within the device memory. The voltage was currently 2.984 volts, therefore therapy was unaffected. Since the device hardware was not detecting the loss of battery energy, therefore, causing the battery status indicator to be correct; boston scientific recommended replacement within the next two weeks. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--